Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial of lutonix product, that approximately one year one month and four days post angioplasty procedure on the left upper arm basilic vein stenosis, the subject developed an adverse event of left upper extremity open avf aneurysmorrhaphy and mid arm superficialization. Reportedly, the adverse event relationship to device and procedure details were not provided. The adverse event did result in av access circuit re-intervention. However, the adverse event was recovered.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial ((B)(4)) of lutonix product, that approximately eleven months, two weeks and four days post an angioplasty procedure on the left upper arm basilic vein stenosis, the subject developed an adverse event of steal syndrome symptoms in index arm. Reportedly, the adverse event relationship to device and procedure details were not provided. The adverse event did result in av access circuit re-intervention and underwent left upper extremity open arteriovenous fistula aneurysmorrhaphy and mid arm superficialization. However, the adverse event was recovered.